Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the pen needle 31x8 cannula breaks off (patient or non patient end) or pulls out. The following information was provided by the initial reporter: the customer is complaining because the single use pen needles which he has been prescribed for the first time in his 20+ years of being diabetic bend after the 4th or 5th time he has reused them. Customer state they bend after multiple uses, it then breaks after he tries to straighten them. Customer has been advised our pen needles are only designed for single use and not multiple uses of each unit.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-27. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported during use the pen needle 31x8 cannula breaks off (patient or non patient end) or pulls out. The following information was provided by the initial reporter: the customer is complaining because the single use pen needles which he has been prescribed for the first time in his 20+ years of being diabetic bend after the 4th or 5th time he has reused them. Customer state they bend after multiple uses, it then breaks after he tries to straighten them. Customer has been advised our pen needles are only designed for single use and not multiple uses of each unit.